Event description:
The customer reported to baxter corporate product surveillance a clearlink secondary medication set in which a leak was observed. According to the report, the secondary set was connected to the upper y-site of an unknown care fusion primary set to infuse chemotherapy pre-medications. The secondary set separated at the bonded junction between the male luer and tubing immediately upon the hanging of the bag. This resulted in the chemotherapy pre-medication spraying all over the room. According to the report, there was patient involvement; however, no patient injury, medical intervention or adverse events were associated with this report. The report stated that no physical irregularities were noticed. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4)